Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor communication with the patient programmer. The patient did not have the programmer with her at the time of the call to patient services on (B)(6) 2016. It was noted that the patient had seen a call your doctor message but did not know the code that appeared with it. The patient was also unable to communicate/connect using the recharger. The last time the patient felt stimulation was in 2015. The last time the patient recharged successfully was over six months prior to (B)(6) 2016. The reason the patient had not been charging was that the device was not taking care of pain. The battery went dead and the patient stopped using the device in 2015. The patient mentioned having a hip replacement in september of 2015 to help with pain. The patient was to follow-up with a health care professional. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.